Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not made the iabp available for evaluation. A supplemental report will be submitted accordingly upon completion. (B)(6).

Event description:
A service territory manager (stm) reported that after completing the software recall on the cs300 intra-aortic balloon pump (iabp), the iabp would boot up with a "fiber optic sensor module failure". There was no patient involvement or adverse event reported.

Manufacturer narrative:
The service territory manager (stm) stated that during performing the software recall, it was found that the iabp's fiber optic module had an outdated software. The stm replaced module; then performed a full calibration and functional check per the factory specification. The iabp was returned to the customer and cleared for clinical use.

Event description:
A service territory manager (stm) reported that after completing the software recall on the cs300 intra-aortic balloon pump (iabp), the iabp would boot up with a "fiber optic sensor module failure". There was no patient involvement or adverse event reported.